Event description:
Pt had a left radial arterial line started prior to surgery (planned fem-pop bypass). Pt, who had been alert, suddenly became unresponsive (approx 1 min after a-line was taped down. Computed tomography revealed scattered air emboli. Pt transported by helicopter for hyperbaric treatment. Follow-up CT revealed air emboli resolved. Pt has residual neuro changes. Anesthesiologist states he primed the line, inserted line and got a back flash of blood. The IV was pressurized to 300mmhg. The stopcock was turned off to the pt and air was noted in the system above stopcock. There was no apparent air below the stopcock. A new system was primed and exchanged at the arterial site. It is unclear how air entered the pt. There was no apparent air between the stopcock and the pt.